Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for high blood glucose levels. The customer changed the infusion set on the day prior to being hospitalized, but the blood glucose levels continued to rise. No troubleshooting was performed during the call.